Event description:
Customer was hospitalized for low blood sugar levels. It was indicated that the customer's blood glucose was normal the night before they went to bed. The next morning, the family member stated that the customer was showing signs of low blood sugar levels and was incoherent. The family member treated the customer with glucagon before the paramedics arrived. It was confirmed that the basal rates were incorrect. Additionally the contact was unsure of what the basal rates should be and the time was incorrect. While reviewing the alarm history, an alarm had occurred more htan once prior the the event. The family member denies the customer receiving this alarm and would like the pump replaced.